Manufacturer narrative:
Awaiting return of the catheter for evaluation. Additional information received: the device was inspected for damage prior to use. The physician did not encounter any difficulties in removing the pre-loaded wire guide from the delivery system. The physician did not encounter any difficulties during the flushing of the pre-loaded catheter during device preparation. The 'metro wire' wire guide was the wire inserted into the pre-loaded catheter during device preparation. The patient had some tortuosity. The physician believes the event was caused by a fractured catheter. The difficulty was experienced when advancing the metro wire through the preloaded catheter. Resistance was felt during insertion of the wire. The preloaded catheter was noted to be fractured at the midpoint. The surgeon repeatedly rotated the sheath over the grey positioner while trying to align the catheter with the snare. No patient impact reported.

Event description:
After advancing the zbis device in the patient, the physician was unable to advance the wire through the preloaded catheter in the zbis. After multiple attempts, the physician concluded that the catheter was fractured and unusable. Additional information received: the device was inspected for damage prior to use. The physician did not encounter any difficulties in removing the pre-loaded wire guide from the delivery system. The physician did not encounter any difficulties during the flushing of the pre-loaded catheter during device preparation. The 'metro wire' wire guide was the wire inserted into the pre-loaded catheter during device preparation. The patient had some tortuosity. The physician believes the event was caused by a fractured catheter. The difficulty was experienced when advancing the metro wire through the preloaded catheter. Resistance was felt during insertion of the wire. The preloaded catheter was noted to be fractured at the midpoint. The surgeon repeatedly rotated the sheath over the grey positioner while trying to align the catheter with the snare. No patient impact reported.

Manufacturer narrative:
Awaiting return of the catheter for evaluation.

Event description:
After advancing the zbis device in the patient, the physician was unable to advance the wire through the preloaded catheter in the zbis. After multiple attempts, the physician concluded that the catheter was fractured and unusable.